Manufacturer narrative:
The patient's (B)(6) 2020 re-hospitalization is addressed under MFR # 2916596-2021-00772. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had positive blood culture for klebsiella pneumoniae and enterococcus faecalis on (B)(6) 2020. The patient had regredient infection parameters however was re-hospitalized on (B)(6) 2020 with c-reactive protein (crp) of 3.1 milligrams per deciliter (mg/dl) and white blood count of 12 grams per liter (g/l). There were changes to antibiotic management and the patient was transferred back to rehabilitation center on (B)(6) 2020.